Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the endoscopic pancreatoduodenectomy surgery, when did the gastrointestinal anastomosis, after fired, noted one staple malformed with straight leg,other staples with good formation. Used suture to over-sew. There was no patient consequence reported. No additional information can be provided.